Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of the ventricle signals, which lead to false atrial tachy response (atr) episodes. It was also noted that the atrial amplitude was low and intermittent undersensing occurred. Technical services (ts) provided possible resolutions. There were also concerns there was loss of capture (loc). Additionally, the lead's impedance has been gradually increasing but remained within range. The patient did fall a couple of weeks ago and was not feeling well. It was noted during the time of the event, the patient was having a metabolic crisis. The lead remains in use. No adverse patient effects were reported.